Event description:
A 26 mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in may 2001. The patient had a history of a prior coronary artery bypass graft. Coronary artery disease, and chronic obstructive pulmonary disease. The patient had moderate vessel tortousity and little calcification. The diameter of the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 170 mm. It is reported that when the physician started to crank the handle on the re-usable handle, a "breaking sound" was heard. The black ring had been moved half way but the sheath did not retract and the stent graft was not exposed. The stent graft was removed from the patient and a bifurcated stent graft (26 mm diameter x 15 mm diameter x 13.5 cm length) and its components were successfully deployed using the same deployment handle. It is reported that a final angiogram demonstrated no endoleak, no occlusion of the hypogastric arteries and accurate placement with exclusion of the aneurysm. No complications were noted and the pt is reported as fine with no additional clinical adverse sequelae reported.